Event description:
It was reported the balloon ruptured beyond its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure at the venous anastomosis. Due to the nature of the lesion a graft revision was successfully performed. There were no pt complications. The device has been destroyed by the user facility, therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and ususally require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated this balloon was used in a very tight stenosis as well as inflated beyond its rated burst pressure, therefore, co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."